Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for all lot codes did not reveal any related manufacturing anomalies. With the limited amount of information provided, it cannot be determined that the implants contributed to the reported events. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. Any total joint arthroplasty has a risk of failure due to an unknown combination of factors that include patient factors, surgical process and surgical technique. The investigation could not verify or identify any product contribution to the reported event with the information provided. Medical records were reviewed. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges severe pain, discomfort, inflammation, periodic 'grinding', and metallosis. Doi: (B)(6) 2007; dor: (B)(6) 2012 (left side). (B)(6). Update: 11/2/2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update 2/24/16 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and metal debris. The cup was revised, but there was no mention of the cause. Lab results indicated the metal ion levels were above 7ppb, so the stem is being added to the complaint. The stem was later revised on (B)(6) 2013 for being loose.

Event description:
In addition to what previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Updated doi. Doi: (B)(6) 2007; dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI:(B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges severe pain, discomfort, inflammation, periodic 'grinding', and metallosis. Doi:(B)(6) 2007 - dor: (B)(6) 2012 (left side) **patient is a resident of (B)(6). Update: 11/2/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update 2/24/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and metal debris. The cup was revised, but there was no mention of the cause. Lab results indicated the metal ion levels were above 7ppb, so the stem is being added to the complaint. The stem was later revised on (B)(6) 2013 for being loose. The complaint was updated on:3/11/2016. Update 27 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets received. In addition to what previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Updated doi. It was indicated that the cup, head and liner were removed. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.